Manufacturer narrative:
Intervention required. Endoleak, graft migration. Type ii endoleaks and the aortic neck angulation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 25 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt has had regular follow-ups. It was reported that a distal migration of approximately 1.5 cm has been noted over the past 6 months, and an implanted cardiomems device also has been having elevated measurements. At the time of migration, the aneurysm is 7 cm in diameter, and the aortic neck is 24 mm in diameter uniformly along its length and is angulated 60 degrees. No type I endoleak has been noted, although the pt has had persistent type ii endoleaks from the inferior mesenteric artery. The migration was attributed to the type ii endoleaks and the aortic neck angulation. About 2 or 3 months ago, the inferior mesenteric artery was coiled from an approach via the hypogastric artery; however, the endoleak was still present. Approximately 1 month ago, the physician decided to intervene for the migration non-emergently by implanting a talent cuff successfully. The inferior mesenteric artery was also coiled from a superior mesenteric artery approach successfully. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: infection. Direct stick of the aneurysm sac.

Event description:
Additional information was received as follows: it was reported that due to the previous type ii endoleak, the patient was sent to a radiologist to perform a direct stick embolization of the aneurysm sac. The patient returned at a later date with an infected graft. The patient was referred to another facility for removal of the stent grafts. No further information was provided.

Event description:
Additional information was received as follows: it was reported that embolization was done approximately four months ago (exact date is unknown). The next CT scan showed air in the aneurysm sac and an abscess in the psoas muscles. The graft was successfully explanted and the patient has been discharged from the hospital.